Event description:
According to the info provided on the user facility medwatch, a total of 14 screws and 1 plate were explanted. Only 11 screws and 1 plate were confirmed as synthes¿ devices. (Reference catalog numbers listed on user facility medwatch). As per the initial reporter from the user facility, the remaining 3 screws could not be verified as synthes¿ devices. The initial reporter was unable to confirm how many screws were loose and the associated catalog numbers. A total of 8 screws were identified as broken, however, the initial reporter was unable to confirm the associated catalog numbers of the broken screws. This is the 1st of 12 reports submitted on this event.

Manufacturer narrative:
Device history review found nothing that would cause or contribute to the reported incident. All product met applicable visual and dimensional requirements during mfg and release, including released product. Subassembly and raw material. No product returned for physical eval.